Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise. Patient was brought into clinic. Isometrics were preformed and lead noise was not reproduced. Device was programmed with secure sense on. Patient was stable.